Event description:
A report was received that the patient developed postoperative infection at the ipg site with symptom of redness along the upper border with a slight opening in the center of the incision but there was no drainage. The patient was treated with antibiotics. The event was resolved. The investigator reported that the event was related to the study surgical procedure and study device system hardware but not related to the study device stimulation.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.